Manufacturer narrative:
Unit received with all buttons responding properly. The keypad connector and keypad traces was inspected no anomalies noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 422 mg/dl. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the up and down does not work when pressed down. The customer noticed the issues when she tried to a easy bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.